Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was determined to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06627, 0001822565-2018-06628. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the shims used in the persona tasp system were missing spring ball bearings during a surgery. This has had no impact on the patient or user.